Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were allowed 6 boluses a day every 3 hours and this ptm (personal therapy manager) was much slower than their last one. The agent reviewed and walked the patient through clearing data which resolved the issue. Per the patient, the pump was delivering dilaudid.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that since the patient had the pump replaced for normal battery depletion, when they try to bolus they were getting a really long lag at 90%. Agent reviewed data and walked them through how to delete the data. They were able to bolus with no lag. While on they said they also gets some code but did not know what the code was, but it makes them restart the app. They would call back if they needed further assistance.